Manufacturer narrative:
The latch involved in this incident is designed to disconnect from the slingbar when the sling harness is improperly twisted around the latch. As oppose to correctly applied, being inserted into the slingbar hook. The reason for this function is to ensure that a patient is not lifted to a height which could be potentially hazardous with the sling harness improperly attached to the latch. In this incident the patient¿s right lower extremity fell to the floor. Although this reported event did not result in injury, it could not be determined if malfunction caused or contributed to the event. Additionally, if the reported fall were to recur, it could result in serious injury. Therefore hillrom is conservatively reporting this event due to the fall. The IFU for golvo 8008 () states under section care and maintenance: before lifting, always make sure that: -the latches are intact. Missing or damaged latches must always be replaced with new ones a search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. Hillrom is conservatively reporting this event due to the fall of the patient¿s right lower extremity.

Event description:
Hillrom received a report from the account stating the safety clip on the lift bar broke off which caused the strap to slip off of the bar. Caregivers were lifting a patient, once lifted up in a sling, the safety clip on the lift bar broke off, the strap then slipped off of the bar, and the patient¿s right lower extremity fell to the floor. There was no injury to the patient and the patient was placed back in the bed. The customer also reported that the safety clip was able to clip back onto the lift bar but the clip appears to release easily with any pressure. The patients right lower extremity fell to the floor. The lift was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).